Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 11/09/2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.no additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional; additional information/device evaluation; device evaluated by manufacturer - additional; event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Additionally, data was received from the patient. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.